Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report# 1627487-2013-20547, 20548. The pt's wife reported stimulation is not effectively covering the pain. It was further reported the physician's office has attempted to increase the stimulation to no avail. Surgical intervention may be undertaken to replace the ipg at a future date. Followup identified the pt has unrelated health issues prohibiting travel for surgery at this time.